Event description:
It was reported that lateral spine images had poor detail, suspected kv tracking needed adjustment. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and adjusted the tracking circuits to bring system into specification. System operates as intended.